Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately seven months post implant, the leadless implantable pulse generator (ipg) exhibited intermittent arrhythmia mechanical (am) markers on current electrogram (egm). The leadless ipg remains in use. No patient complications have been reported as a result of this event.